Event description:
The wife of a (B)(6) old male pt contacted zoll lifecor customer support to report that her husband was receiving adjust/check belt messages. The pt's electrode belt was replaced.

Manufacturer narrative:
Eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt or check belt messages) has been confirmed. Upon eval, corrosion was found inside ECG "b", which likely caused channel noise and therefore belt messages. The root cause of the corrosion cannot positively be identified. No adverse event resulted from the damaged cable. The pt rec'd a replacement electrode belt.